Event description:
The ICD was implanted on (B)(6) 2021. Reportedly, pocket hematoma was observed on (B)(6) 2021. The patient was admitted to the first aid department on (B)(6) 2021 since his pocket hematoma worsened.

Manufacturer narrative:
Reportedly, the pocket hematoma was considered procedure-related by the physician. It should be noted that pocket hematoma are well-known complications of cardiac pacing/defibrillation systems, which are well described in the literature. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
The ICD was implanted on (B)(6) 2021. Reportedly, pocket hematoma was observed on (B)(6) 2021. The patient was admitted to the first aid department on (B)(6) 2021 since his pocket hematoma worsened.